Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history logs for this device showed the pad-pak was first installed successfully on the (B)(6) 2012 and performed to specification up to the (B)(6) 2016. The device user accessible memory was erased after the last manual power up on the (B)(6) 2014. A test pad-pak was installed and the device passed a self-test. However the device could not be manually power cycled. This would confirm the reported fault. The device was disassembled for investigation. Corrosion was observed on the membrane tracks suggesting the device had suffered from moisture ingress. Investigation found the reported fault can be attributed to membrane failure due to moisture ingress. During investigation corrosion was observed on a membrane track. The fault could not be replicated with a new membrane fitted.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device does not switch on.